Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well available programming options. Ts discussed therapy delivery for the current measurement. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.